Event description:
Adult pt reported to clinical investigator for study f/u appt. Routine urine culture = klebsiella > 100,000. Md elected to treat - asymptomatic urinary tract infection with levaquin 500 mg x 3 days.